Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 15-feb-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. The patient was not getting any pain relief. An x-ray was taken in the clinic which showed a lead migration on the right lead. It migrated cephalid out of t9-t10 space. The patient was on evolve. The rep attempted reprogramming to recapture relief but the patient reported zero pain relief. The patient reported having no falls. The issue was not resolved at the time of the report. Surgical intervention was planned but has not been scheduled yet. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the serial number of the lead could not be determined once implanted. The patient has been scheduled to meet with the doctor on (B)(6) 2018 to discuss options and/or a lead revision. It was confirmed that if devices are removed they will be returned to the manufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-may-18. The rep reported that the patient is scheduled for a lead revision on 2018 (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The device will not be returned as nothing was removed. The lead was pulled down and anchored. No further complications were reported/are anticipated.